Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers: gd873901 and gd874826 with no deviations from standard procedure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress. This is the second of two complaints associated with this event.

Event description:
It was reported that the pt underwent an unspecified surgical procedure on (B)(6) 2009 and sutures were utilized. The sutures caused the pt "injury" as they are continuing to "split out of her skin." No additional info was provided at this time.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for staph aureus in an (B)(6) male coincident with homechoice peritoneal dialysis therapy. During a call with baxter customer service, the patient's nurse reported the following information: on (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unknown. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed staph aureus. It was not reported whether treatment was provided for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. The nurse believed the peritonitis was unrelated to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.